Manufacturer narrative:
Investigation: customer returned (1) loose 30g x 8mm, 0.3ml bd insulin syringe (used). Consumer reported the scale is slanting. Also the stopper is deformed like slack. The returned sample was examined and the following was observed: the stopper was damaged the scale was tested using a 0.3ml plug gauge and passed unable to perform DHR review for scale misaligned and stopper damaged/disfigured due to unknown lot number. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (damaged stopper). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (scale misaligned). Visual inspection of the syringe found the stopper inside the barrel, pressed next to the tip of the plunger. When the stopper was removed, it remained in its deformed state. The stopper did have a light application of silicone as did the inside of the barrel. Possible root cause is a vendor defect which can be caused by improper stacking of rubber sheets in aut oclave cart, resulting in pinching/deformity.

Event description:
It was reported that there were 2 occurrences with scale marking issues as well as a deformed stopper with a bd syringe¿ 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, translated from japanese to english: the scale is slanting. Also the stopper is deformed like slack.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 2 occurrences with scale marking issues as well as a deformed stopper with a bd syringe¿ 0.3ml 30ga 8mm 7bag 420cas jp. The following information was provided by the initial reporter, translated from (B)(6) to english: the scale is slanting. Also the stopper is deformed like slack.